Event description:
It was noted that the patient presented in the operation room for an initial implant. During the procedure it was noted that when the right ventricular lead was connected to the pacemaker it exhibited failure to sense. The lead was not used and was replaced. The patient was recovering post procedure.

Manufacturer narrative:
A complete lead measuring 52.4cm was returned in one piece with stylet inserted. The damage was found sustained during surgical procedure. The lead was otherwise normal.